Manufacturer narrative:
Patient weight is (B)(6). The stent remains implanted in the patient. The delivery system was used more three years prior to event and was not requested for return. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event and can result from malposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). Restenosis and myocardial infarction are listed in instructions for use (cobra pzf) as labeled potential adverse events. Investigation is not yet complete. A follow-up report will be submitted with additional, relevant information received.

Event description:
A (B)(6) year-old male patient with a medical history diabetes mellitus, hypertension, hyperlipidemia, chronic renal failure, atrial fibrillation, heart failure, and prior smoker presented with non-st-elevated myocardial infarction (nstemi). The patient enrolled in (B)(6) trial. On (B)(6) 2015, the patient underwent successful percutaneous coronary intervention (pci) with a 3.0x24mm cobra pzf nanocoated stent deployed (at 16 atmospheres) in the target de novo mid right coronary artery (rca), 70% stenosed type a lesion, followed by balloon post-dilatation. Post-procedure timi flow was 3. The patient experienced no complications and was discharged the following day. On (B)(6) 2018 the patient presented with dyspnea, acute coronary syndrome was suspected, and the patient was hospitalized. Elevated troponin levels ((B)(6) 2018: 0.81 ng/ml, 0.98 ng/ml, 1.04 ng/ml, and 1.13 ng/ml (normal range <0.03)) were noted and nstemi was confirmed. Heart catheterization showed 90% stenosis in mid rca and 85% stenosis (disease progression) in the right posterior descending artery (r-pda). On (B)(6) 2018 the patient underwent stenting to the mid rca and r-pda. The event was considered resolved on (B)(6) 2018. In the opinion of the investigator the event was considered serious, moderate in intensity, not related to the study device, and not related the index procedure. Additional information has been requested, but not yet provided.